Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Unable to verify motor error alarm and per for mall functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Also received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 167 mg/dl at the time of the incident. Customer states they are unable to rewind the pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.